Event description:
International affiliate reported that a pt presented with an abdominal wound dehiscence at an unspecified time following laparotomy. The pt was returned to surgery for repair.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.